Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if any further issues arise.